Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked luer adapter was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and the issue of cracked luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked luer adapter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set customer reports that the end of the winged sampling needle extension was cracked, causing a vacuum that prevented the sampling tubes from being filled. The following information was provided by the initial reporter. The customer stated: the department reports that the end of the winged sampling needle extension was cracked, causing a vacuum that prevented the sampling tubes from being filled. The patient was difficult to prick, so this caused stress, but the samples and analyses were carried out in the end. This incident has so far occurred with only one device.